Event description:
A customer reported that their pump consistently displayed occlusion alarms. The customer's blood glucose level was recorded at 210 mg/dl. The pump was scheduled for return for further inspection, and a replacement pump was assigned.